Manufacturer narrative:
No malfunction of power wheelchair suspected. End user states he was operating the equipment on a wet/uneven roadway. The owner's manual warns, "do not subject unit to direct rain, water, slush or snow", "do not drive your mpv4 on the roadway or public streets" and "always use extreme caution when driving over soft and/or uneven surfaces." End user reported not wearing the safety belt.

Event description:
End user alleges while operating the power wheelchair on a wet roadway he struck a pothole and the unit went over on its side. Allegedly, as a result of the incident, the end user injured his left elbow. End user reported not wearing the safety belt.